Event description:
Additional information received reported that the patient had ¿infections in my spine and the catheter from my spine was infected, the skin.¿ it was also noted that patient came home from the (B)(6) 2011 surgery with a ¿PICC line¿ (peripherally inserted central catheter) and the infection ¿needed to clear,¿ it took three months for the infection to clear. The patient reported that the cause of the infection was "something with the pump was not working properly (see manufacturer report 3004209178-2012-05453) and it was also the catheter which was not changed." This additional info reported infection occurred in 2011, however this was conflicting as 2009 had previously been reported.

Event description:
It was reported that following implant in (B)(6) 2009, the patient developed an infection and her pump and catheter were removed for approximately 3 months. No specific details regarding the timing of the infection and explant were known. It was unknown what drug the device system was used to deliver. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
(B)(4).